Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did a meter to lab comparison, 45 minutes apart. The reading on his meter was 107 mg/dl, and the lab result was 166 mg/dl. He did not have any symptoms. During troubleshooting, it was found that the rptr's meter was coded at 2, and his test strips were coded 11. After resetting his meter, he tested and his reading was 149 mg/dl, and a control solution test was in range.